Manufacturer narrative:
Correction to d10 of the initial report, the supporting device, cv-290, was not listed. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the results of third-party testing, the device evaluation and the lms final investigation. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the cleaning brush was not inserted due to clogged foreign material in the suction channel/biopsy channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cleaning brush could not be inserted into suction tube and instrument channel tube of the colonovideoscope. There were no reports of patient involvement.